Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a device malfunction. As device was not returned, supplier's investigation was limited to the planning and internal documentation for the manufacturing of the guides. Since the devices were not returned for evaluation, further review is not possible. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing a signature knee guide on (B)(6) 2009. Subsequently, the patient experienced extreme rotation of the femur.